Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pain moved to other locations, which led to having the stimulation in the wrong location. The patient stated that their device is not charged. No further complications were reported. The patient weighed (B)(6) at the time of the report. No further complications were reported.

Event description:
The patient reported that they are having their device replaced, and need a manufacturing representative present in the operating room and the time of the procedure. The patient stated that they will be having the device removed on (B)(6) 2017, because the stimulator is not working. They noted that their surgeon told them they are going to remove everything in their spine and start over, including all the ¿nuts and bolts.¿ the patient mentioned they will be having a new stimulator implanted. They then clarified that the reason the device was not working was because the stimulation was not where it was supposed to be. No further complications were reported. The patient was implanted for spinal pain.